Manufacturer narrative:
Assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
Additional information received noted the pacemaker was explanted on january 28th, 2021. No patient symptoms were reported.

Manufacturer narrative:
The reported events of device sensing problem and header anomaly were confirmed. As received, the device was set to pacing off mode and signs of rapid battery depletion was noted. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found in normal range. Hybrid circuitry was tested, resulting in elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. As a result of this finding, abbott is performing further investigation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-05998. It was reported that the patient presented remotely via merlin.net. Upon investigation, a number of right ventricular lead noise episodes from the (B)(6) 2021 were noted. The patient presented to the emergency department for a device check. During the device check, the patient was found having frequent ventricular lead noise even while sitting still, resulting in oversensing and pacing inhibition. Programming changes were made, and no more pauses were noted. The patient also reported that he has fallen four times over the last month and that in the last two days he has had moments of feeling dizzy. Given the above information, the physician believed that the device header may be damaged. A leadless pacemaker was implanted. The chronic pacemaker and right ventricular lead remained implanted. The patient was stable.